Manufacturer narrative:
Sections with additional information as of 29-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 18-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product has not been used. . Customer purchased another meter and has been able to test with it and administer insulin normally.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 264, 236, 338, 266 and 216 mg/dl. The customer¿s expected fasting blood glucose test result is 150 mg/dl. Customer also stated that sometimes she would obtain a result, take insulin as required and that an hour later she would begin feeling symptoms of low blood sugar (exact symptoms were not disclosed). No medical attention was reported as a result. At the time of the call the customer felt well and did not report any symptoms. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).